Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device is not available for return. Additional information, including the date of patient expiry, has been requested but was not provided. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that a patient expired during a procedure where this device was used. The surgeon was using the device to create a pericardial window, and created a hole in the atria. The patient lost over 500 cc¿s of blood, and required multiple units of blood for a transfusion. The surgeon does not believe the device itself caused the injury, and a review of the issue by the hospital determined the issue to be due to surgeon error. The incident device was discarded by the customer.